Event description:
"The e-nightmare" essure was implanted on (B)(6) 2015, and was solid as a pain free, quick, easy, in office, lifetime birth control. However, several drs trips would take place over the course of 3 yrs. Cramping began, and never stopped. Then pelvic pain began. Bleeding started and never stopped which means genital odors became overwhelming until it was retrieved on (B)(6) 2018. Lack of energy, super tired, and back pain was severe. Knee and joint pain was quite often. Clogging of ears and brain fog began to set in the longer I had essure. In addition to breaking out on my skin when in contact with nickel in jewelry.